Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging that on (B)(6) 2017, the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring ¿high¿ on the blood glucose meter (=600 mg/dl). The patient reportedly attempted self-treatment with multiple insulin injections; however, the blood glucose level did not come down. The patient was then reportedly treated at the hospital emergency room with intravenous fluids for blood glucose measuring 338 mg/dl. The patient was reportedly discharged from hospital care remaining on the subject pump for insulin delivery. The reporter alleged the time/date settings in the pump goes to the factory default settings when the battery is removed for less than 24 hours. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The reporter stated that the time and date was set incorrectly by the user; the am and pm settings were reversed by the user. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a time/date reset issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-nov-2017 with the following findings: a review of the black box showed a manual time change. The pump was run for 24 hours and the battery was removed after 6 hours. The battery was reinserted the time and date reset to default. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing. And was delivering accurately and within range. Unrelated to the original complaint, the battery compartment was cracked on the side from the threads to the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.